Event description:
Additional information received indicated that the event required an additional surgical intervention of the femur to retrieve the broken rasp body from the patient's femur. There was a reported significant (but unspecified duration) surgical delay as a consequence, which the consultants for the legal representatives say caused her chronic pain and discomfort, and limitations in her activities of daily living, post-operatively.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 (date of birth), a3 and b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h1 and h6 (clinical code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical codes) h6 clinical symptoms code: appropriate term/code not available (e2402) used to capture bone injury.

Event description:
Additional information received indicated that on 09.05.2018, intraoperatively, the rasp holder broke off, leaving the rasp itself in situ with flush contact to the bone. The bone was then slit and drill hole was made in the rasp to help facilitate the removal. (Surgical intervention). The patient reported having post operative pain. In jan 2019, the patient was examined and it was decided that a revision should be performed due to the patient¿s continued groin pain and lateral numbness on the thigh. Patient was revised on 09 mar 2019. There was ventral debridement and lengthening of the rectus femoris muscle and psoas tendon. The information provided did not go into detail if any components were revised. One week later the patient had a ¿ventral dislocation¿ and a closed reduction took place. (B)(6) 2019, the patient noted she is ¿worlds¿ better, but still is having pain. There is still numbness, and stiffness. The surgeon reported that ¿ I consider the main cause of the significant discomfort to be the breakage of the instrument. This significantly prolonged the operation and additional measures had to be taken. The reaming o the rasp required a much longer exposure of the femur, and surrounding ventral soft tissues may have been additionally strained or damaged in the process.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. Attached photographs can confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, members of the hip r&d emphasis femoral project team, (B)(6), stated that one of his colleagues had a depuy corail femoral broach instrument fail during a surgery. According to dr. (B)(6)., the surgery took place on (B)(6) 2020. The reported issue was a failure of the broach attachment post component. Spigot was broken by handling with original broach handle. The surgery utilized the kincise impactor system to impact the broaches. No other details were provided as this was mentioned in the larger context of a development discussion.